Event description:
It was reported that the ilet¿s screen cracked when the device was dropped during outdoor activity, after which the device became nonfunctional and the user switched to backup therapy. Symptoms included none. Outcomes included no report of medical impact, no alarms, and no clinical intervention. Investigation included complaint intake, verification of shipping details, and collection of return logistics. Investigation of this case revealed physical damage to the display consistent with accidental impact, with loss of device function. It was concluded that the failure was due to user-induced physical damage to the device screen and not related to a product malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.